Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 23062. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 23062 points to a 3 phase motor did not respond as expected on the usm3, axis 3.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support engineering (tse) from the operating room (or) to report that they encountered a continuous recoverable fault 23062 when attempting to dock the patient side cart (psc). The fault would not clear, even after the recommended actions. Tse confirmed the error in the system logs and advised the customer to perform a hard power cycle. However, the issue persisted. Tse explained that the procedure could still be completed using three universal surgical manipulators (usm), and the surgeon agreed to proceed. Tse guided the customer through disabling the usm3 and successfully docking the system. The customer also mentioned that this was their last case for the day. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient contact when this incident/error occurred.